Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient came into the clinic and the physician observed the batter site was encapsulated and sunken in. The physician recommended the system to be explanted in a couple months to ensure there is no infection at the pocket site. The patient will be scheduled for the explant in the future. There were no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the patient¿s system was explanted on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was unknown what caused the pocket site to encapsulate. The patient was successfully explanted and had not been re-implanted. No device issue alleged / identified. No further patient symptoms or complications were reported.